Event description:
Bbraun infusomat space pump IV set broke at y-site connector closest to patient. Bbraun infusomat space pump IV set reference (B)(4) 120 inches with 2 injection ports. FDA safety report ID#:(B)(4).